Event description:
Additional information received reported that during the replacement surgery, scar tissue was found around the rib cage right under the skin. About 9 cm of the old catheter in the five lateral tunneling tracks were "so scarred down" that when the doctor pulled, the "skin was moving." They explanted all of the catheter but the 9 cm.

Event description:
The actual residual volume (arv) was reported greater than the expected residual volume (erv):- arv: 20ml, erv: 2-3ml. It was further stated that since the pump implant there had been large volume discrepancies (3 refills) and no therapeutic effect. The pump and the catheter were replaced. The mid-section of the catheter was left implanted as the surgeon was unable to remove it. Pump delivering fentanyl 200mcg/ml at a daily dose of 35mcg. It was later reported that no drug had infused; when the reservoir was emptied, large volume discrepancy noted. A dye study had been done and healthcare provider (hcp) was able to aspirate, but not infuse and elected to replace both pump and catheter. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed an indent in the sc connector seal along with occlusion. It was believed that the coring seen happened over time and while the previous pump was implanted and at the time did not cause an occlusion. When a new pump was connected to the now cored connector, an occlusion was caused by the cored "flap" inside sc connector covering the lumen.

Event description:
Additional information: it was later reported that patient had poor pain control; "pump failure" was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4) , implanted: (B)(6) 2007, explanted: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.